Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Initial reporter address and contact number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report captures the reported 38-year-old male who had sensory and motor deficit and a bladder function of no volitional voiding and bowel function of completely altered. This patient had an erectile dysfunction and a vas pain score of 7.

Manufacturer narrative:
This report is for an unknown (1) unk - constructs: uss/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. This impacted product captures the reported (B)(6) year-old male who had sensory and motor deficit and a bladder function of no volitional voiding and bowel function of completely altered. This patient had an erectile dysfunction and a vas pain score of 7. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in norway as follows: this report is being filed after the review of the following journal article: adelved, a. Et al (2016), long-term functional outcome after traumatic lumbosacral dissociation. A retrospective case series of 13 patients, injury, international journal of the care of the injured, vol. 47 (7), pages 1562¿1568 (norway). The aim of this retrospective study is to assess long-term functional outcome in patients with traumatic lumbosacral dissociation (tlsd) injuries. Between march 1997 to september 2006, a total of 13 patients (8 male and 5 female) were included in the study. 5 were treated operatively through open reduction and internal fixation using the uss iliolumbar intrapedicular screws and concomitant sacral laminectomy, while 8 patients were treated non-operatively. The mean age of the patients was 42 years (range 21-64) and the mean follow-up time was 7.7 years (range 3-12) post-injury. The following complications were reported as follows: 2 patients who met the inclusion criteria of the study were deceased. A (B)(6) year-old male had a neurologic function score of (3) that refers to sensory and motor deficit and vas pain score of 8. A (B)(6) year-old male had a neurologic function score of (3) that refers to sensory and motor deficit and a bladder function score of (3) that refers to significantly altered. This patient had an erectile dysfunction and vas pain score of 2. A (B)(6) year-old female had a neurologic function score of (3) that refers to sensory and motor deficit and a bladder function score of (3) that refers to significantly altered. This patient had an altered self-image and a vas pain score of 4 and the pain refers to pain in the lumbosacral. A (B)(6) year-old male had a neurologic function score of (3) that refers to sensory and motor deficit and a bladder function of (4) that refers to no volitional voiding and bowel function score of (3) that refers to completely altered. This patient had an erectile dysfunction and a vas pain score of 7. A (B)(6) year-old female had a neurologic function score of (3) that refers to sensory and motor deficit and bladder function of (2) that refers to slightly altered. This patient had a pain sexual function and a vas pain score of 5. This report is for an unknown synthes universal spine system iliolumbar intrapedicular screws. This impacted product captures the reported (B)(6) year-old male who had sensory and motor deficit and a bladder function of no volitional voiding and bowel function of completely altered. This patient had an erectile dysfunction and a vas pain score of 7. This is report 4 of 5 for (B)(4).